Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A valid serial number was not provided for the reported freestyle strips. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving unspecified error on the display of the adc blood glucose meter after blood sample application and therefore was unable to test the blood glucose. Customer experienced dizziness, fatigue and lost consciousness and was rushed to the hospital where he was diagnosed with hyperglycemia and treated with unspecified dose of humalog (insulin) injection by the healthcare provider. Customer additionally mentioned that he was hospitalized during the time of call, however no additional information regarding the treatment and diagnosis during hospitalization was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified error on the display of the adc blood glucose meter after blood sample application and therefore was unable to test the blood glucose. Customer experienced dizziness, fatigue and lost consciousness and was rushed to the hospital where he was diagnosed with hyperglycemia and treated with unspecified dose of humalog (insulin) injection by the healthcare provider. Customer additionally mentioned that he was hospitalized during the time of call, however no additional information regarding the treatment and diagnosis during hospitalization was provided. There was no report of death or permanent impairment associated with this event.